Manufacturer narrative:
In this MDR, bd (B)(6) in (B)(6) has been listed as premium plastic solution is an OEM manufacturing site. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use of the bd¿ sharps collectors home the spouse of consumer received a needle stick. She states ¿when picking up the home sharps container she was poked by a needle that had punctured through the wall of the container, consumer is seeking medical attention and plans to get a tetanus shot,.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. As per qe, a DHR review of the risk management file for this issue shows that the risk for this issue is low. Also, for this product, the sharps collector is puncture resistant, not puncture proof. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.